Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental form will be completed when the device evaluation is completion if the device is returned. The device history record was reviewed and no discrepancies were found.

Event description:
It was reported that during a right shoulder arthroscopic procedure the shaver tip stopped turning. Upon removing it from patient's shoulder it was reported that the shaver tip felt hot and would not easily turn. The incident was reported as possibly burning the patient, but there was no indication of where the burn occurred or the reported severity or injury noted.

Manufacturer narrative:
The device was returned to the manufacturer with contaminants present consistent with patient contact in the field. A single one of its teeth on its cutting surface was bent and out of alignment. As a result of the damage to the cutting surface, the shaver fails its spin/drop testing and there is clear metal on metal rubbing. Lubricant is confirmed to be present, however at high speeds the damaged cutting edge would still produce heat due to metal on metal contact. Damage is linked to its use/misuse in the field.